Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 37 and 48 hours. The patient administered a bolus which did not change their blood glucose levels and therefore they removed the pod. When removed from the infusion site (abdomen), the pod's adhesive was found to have blood on it and the pod¿s cannula appeared to be blocked. It was noted that the patient is currently on blood thinning medication. As treatment, a new pod was applied.